Event description:
It was reported that during an unknown procedure, the bottom jaw was distorted. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). (Device a): other # = (B)(4); exp date = 09/19/2013. Manufacture date (device a): 10/19/2011. Devices a and b were received with the electrodes separated from the ceramic and the cables cut off. The ceramic is fractured but sections are still bonded to the lower jaws. Functional testing cannot be performed due to the instruments being received with cables cut off. The batch history records were reviewed with no anomalies noted during the manufacturing process.